Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a discolored lcd. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the screen goes out, gets fuzzy and then comes back on, but the color is a dull grey. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer did not treat for the high blood glucose and declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump powered up properly after battery installation. No missing segments or partial display noted. The pump was monitored for a day and no missing segments or display anomaly noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.